Event description:
It was reported that during a total knee replacement surgery, it was observed that the battery oscillator device was not holding saw blade devices tightly. As a result, there was a two minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the saw blade tension knob came off. It was also noted that the straining ring became loose from the oscillating head base. Therefore, the reported condition was confirmed. The assignable root cause was determined to loctite degradation from sterilization and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.